Event description:
The monitor (B)(6) is rebooting in loop, and was not be repaired by updating the firmware.it happened in the ICU with no bad consequences.

Event description:
The monitor 21g01433 is rebooting in loop, and was not be repaired by updating the firmware. It happened in the ICU with no bad consequences.